Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "three femoral stem designs without corrosion: a review of 2095 stems" written by doublas dr naudie, silvio ndoja, thomas j. Wood, lyndsay e. Somerville, james l. Howard, richard w. Mccalden, steven j. Macdonald, and brent a. Lanting published by orthopedic research and reviews 2020 was reviewed. The article's purpose was to review the three most commonly used uncemented femoral stems at the authors' institution over the last 15 years and to correlate any established risk factors with rates of revision, particularly corrosion. Data was compiled from 2,095 patients from march 2000 to september 2015 and included depuy and non-depuy stems within the study. Table 2 provides reasons and quantities for each type of stem. It is noted that corail stems were not involved in revisions, and no stems were revised for corrosion. Depuy products: summit stems, corail stems adverse events: qty 2 summit stems revised for infection. Qty 1 summit stem revised for periprosthetic fracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.